Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that the pump is priming tubing during the load step and this was confirmed during troubleshooting. Patient had a blood glucose at 6am on (B)(6) 2015 of 444 mg/dl with of excess drowsiness and increase in urination. Patient did not test for ketones, and received no unusual treatment, but discontinued pump use. This complaint is being reported as the load step issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: .unable to duplicate the complaint. No evidence of a load step malfunction observed in the black box. The black box shows on (B)(6) 2015 08:18 a loss of prime event; deliveries never resumed. A rewind, load and prime sequence were performed successfully with no issues. A force sensor calibration check showed the pump is detecting the correct force at 5 lbs. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately. Removed pump cover; force sensor pins a fully seat and solder connections are intact. No evidence of moisture contamination observed in the pump. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Cartridge cap was not retuned. Test cartridge cap /returned battery cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.